Event description:
Caller states that the customer had a hypoglycemic event that required medical intervention. Prior to the event, the customer's blood glucose reading was 128 mg/dl. About 4-5 hours later, her reading was 187 mg/dl. The customer then took anti-diabetic medications and went to bed. About 2 hours later, the customer became very confused and started sweating, and briefly lost consciousness. The caller took the customer's blood glucose value and obtained a reading of 245 mg/dl. The paramedics were called and arrived, and testing the customer at 36 mg/dl approximately 15 minutes after the reading of 245 mg/dl. The customer was treated with an IV (unknown contents) and transported to the hospital. The customer was released 6 hours later and now feels better. Requested return of suspect device and replacement was sent.

Event description:
The lay reporter/ mother contacted lfs on (B)(6) 2010 alleging that her daughter's one touch ping meter would not power off. The mother mentioned that the meter stated " pc " frozen . She tried replacing the batteries; however, the pc is stuck on meter. Mother mentioned that the reported issue began at around 8:30am on (B)(6) 2010. She mentioned that prior to testing her daughter was not feeling well and had been vomiting. Mother needed to test her daughter's blood glucose. Mother mentioned that she had a spare meter and would test her daughter using the spare meter. Mother mentioned that on (B)(6) 2010 her daughter's insulin cartridge fell off the pump, so her daughter did not get any insulin and when the reporter tested her daughter on the morning of (B)(6) 2010 around 7:15am, her blood glucose reading was lower than what the reporter had expected. Issue was not resolved via troubleshooting. Product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient exhibited symptoms prior to testing and was able to obtain a blood glucose prior to the symptoms. The complaint is being reported since the alleged issue with the meter was not resolved.